Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had their implantable neurostimulator (ins) replaced due to normal battery depletion. They stated that they also had their leads replaced due to a ¿leaky wire.¿ the patient noted that they didn¿t know what the exact issue was with the lead wire, or why it needed to be replaced. They added that when they had the paddle lead put in, ¿they had to do scraping¿, which resulted in them having temporary nerve damage. The patient thinks this occurred in 2007. No further complications were reported. The patient was implanted for other chronic/interact pain (trunk/limbs).